Event description:
An angio-seal device was deployed. Two weeks later the pt presented to the hosp and was diagnosed with an infection at the previous right groin access site. The pt underwent surgry where the angio-seal was removed, an arterial patch was placed to repair the femoral artery. The pt was reportedly doing well.